Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose (bg) levels reached 322 mg/dl while wearing the pod between 1 and 4 hours. Due to elevated bg levels, patient was unsure if the cannula was properly seated in the infusion site (hip/buttocks). The cannula looked bent. As treatment for hyperglycemia, insulin was delivered and a new pod was applied.

Manufacturer narrative:
The downloaded data returned an 0x33 alarm, indicating the pod alarmed out while waiting for input from the pdm. No timeouts or drive stalls were observed. During investigation, the pod was successfully paired to a pdm. The received device had the cannula assembly fully deployed. Inspection of the needle mechanism and cannula assembly found no issues that would result in the cannula inserting improperly. The cause of the reported improper insertion could not be conclusively determined. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run.